Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2024, the patient underwent a transcondylar fracture of the distal humerus. After implanting a posterior lateral plate, the surgeon began implanting the medial plate, but three screws idled and no torque could be applied. The first screw was inserted after drilling using a 2.7 va drill guide, but the screw idled when the head came near to the plate. This screw was removed because a metal fragment was generated. The second screw was inserted into the same hole as the first, but it also idled. Torque could be lightly applied to this screw so it was left in the hole. The third screw was inserted into another hole after drilling with the va drill guide, but no torque could be applied. This screw was also left in the hole. Another drill guide was used and the issues with screw idling and lack of torque were resolved. The procedure was completed successfully with no surgical delay. There was no adverse patient impact, it was confirmed via x-ray that no fragments remained within the patient. No further information is available. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 30mm. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 04.211.030s. Lot # 9l95794. Manufacturing site: werk selzach logistik release to warehouse date: 12 oct 2022. Expiration date: 01 oct 2032. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.